Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic, low pacing lead impedance was observed on the rv lead. Lead was capped and replaced. Patient was stable post procedure.